Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that cutter could not be cut, and the aspiration was not working during the surgery. The surgery was completed on same day by replacing the cutter. The product was not contacted with patient.